Manufacturer narrative:
The reported complaint of user advisory - ua45 (not at "home" position after power-on/restart) on the autopulse platform (serial #(B)(4)) was confirmed during functional testing and during archive data review. The investigation findings revealed that the root cause was due to the driveshaft not to be at home position. Unrelated to the reported complaint, a damaged bottom enclosure and a bent battery lock clip were observed on the ap platform during visual inspection. These types of physical damaged on the platform are characteristics of normal wear and tear. The damaged parts were replaced. In addition, the encoder drive shaft does not rotate smoothly, exhibits binding and resistance was also identified. This type of faulty driveshaft observed is characteristics of normal wear and tear in relevant of the device age. The autopulse platform is a reusable device and was manufactured on august 2011. The device has been operating for over 7 years and has exceeded its expected serviceable life of 5 years. The faulty driveshaft was deburred to remedy the issue. During archive data review, multiple ua45 error messages were observed on the event date. Thus, confirming the reported complaint. Per the autopulse resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on. A user advisory - ua45 will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory - ua45, pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. Initial functional testing could not be performed due to ua45 (not at "home" position after power-on/restart) displayed when the platform was powered on. Thus, confirming the reported complaint. To remedy the issue, the drive shaft was rotated to home position by using the administrative menu. The ap platform was re-tested and passed all functional tests. The platform is ready for clinical use. Historical records were reviewed for service information related to the reported complaint and there were no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
During shift check, customer reported that the autopulse platform (serial #(B)(4)) main shaft does not rotate after installing a new lifeband and pressing the restart button. User advisory - ua45 (not at "home" position after power-on/restart) error message was observed on the platform. No patient involvement.